Event description:
A hospital in (B)(6) reported that an rt340 adult dual-heated evaqua breathing circuit did not pass the ventilator leak test during set up. This was reported before patient use.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was returned to the manufacturer. The complaint breathing circuit was visually inspected and pressure tested for leaks. Results: the pressure test revealed a leak and the visual inspection identified a hole in the middle of the evaqua expiratory limb. A lot check revealed no other complaints of this nature for this lot number. Conclusion: based on the inspection of the hole, the complaint evaqua expiratory limb of the breathing circuit appeared to have been punctured or scratched by a blunt object. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; -set appropriate ventilator alarms; our trending and monitoring of leaks in adult evaqua breathing circuits has a rate of occurrence of (B)(4) per million devices sold in the past year to the end of april 2012.